Manufacturer narrative:
¿Date of event¿ is estimated.

Event description:
It was reported that the ipg does not provide therapy for at least 24 hours after being fully charged. Surgery may occur to address the issue.

Event description:
Additional information received indicate the ipg had reached end of life. As a result, the patient underwent surgical intervention, wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive as the product was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.